Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which the nrg transseptal needle was used in an atrial fibrillation ablation procedure resulting in cardiac tamponade. The patient developed cardiac tamponade 10 minutes after removal of three sheaths from the left atrium following pulmonary vein isolation and required prompt pericardiocentesis. Pericardial effusion resolved on the next day and the patient was discharged three days later. The article speculates that bleeding occurred through the transseptal puncture site. There is no suspected device failure. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] takase t, takemura k, maegaki m et al. Cardiac tamponade after catheter ablation for atrial fibrillation in a patient with complete situs inversus and dextrocardia. / international journal of medical reviews and case reports. Doi:10.5455/ijmrcr.cardiac-tamponade-after-catheter-ablation-dextrocardia.